Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to stomach during laparoscopic sleeve gastrectomy, the staple line was incomplete at the distal part. The same event occurred twice. Another reload was used to fix the staple line and the case was completed. There was no patient injury.